Event description:
The tbale intermittently does not retract when the table is angulating and the table hits the floor. The main concern is for possible injury to healthcare provider should the user foot be caught between the floor and the table. No injuries were reported.